Manufacturer narrative:
UDI number: (B)(4).

Event description:
As reported, during a transfemoral tavr procedure, prior to the insertion of the 14fr esheath, the access vessel was pre-dilated and ¿shock waved¿ with 7mm. During the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the esheath, the valve became damaged. A frame strut was observed to be bent. The valve, delivery system and sheath were removed from the patient. Upon removal, a puncture of the esheath was observed. A new valve, delivery system and sheath were prepared and successfully used for the procedure. No injury to the patient was reported. The new valve remains implanted in the patient. Severe vessel calcification and tortuosity was reported.

Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No case imagery or device photographs were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The complaint was unable to be confirmed; therefore, a complaint history review is not required. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was not able to be confirmed since the device or relevant case imagery was not provided for review. Due to the unavailability of the device, the presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. As reported, ¿difficulty was experienced about half-way into sheath during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the esheath, and the valve became damaged. A frame strut was observed to be bent.¿ per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as reported, severe calcification and tortuosity were present in patient¿s access vessels. Presence of tortuosity and calcification can create a challenging pathway for delivery system insertion as it creates non-coaxial angles. Additionally, it was reported that a steep angle of insertion was used during procedure. These patient and procedural factors alone or in combination can cause resistance during delivery system advancement through the esheath and leads to use of high push force. It has also been reported that a puncture on the esheath was observed, which indicates that the device was excessively manipulated. As captured in a product risk assessment and CAPA, it has been identified that high push force of commander delivery system with s3 ultra valve through esheath can cause secondary failures such as valve frame damage. In this case, it is possible that the device was excessively manipulated to overcome the insertion difficulty caused by vessel calcification, tortuosity, and/or use of steep insertion angle, which resulted in valve frame damage. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for sapien 3 ultra design/process improvement to mitigate against the failure. Although a definite root cause was not able to be determined, available information suggests that patient factors (calcification, tortuosity), in addition to procedural factors (steep insertion angle/ excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment and a CAPA have previously been initiated to capture further investigation and corrective/preventive action activities.